Manufacturer narrative:
A ge representative evaluated the system and replaced the hand control. System operates as intended.

Event description:
Customer reported the hand control failed, causing a physicists discrepancy in output dosage. No patient injury was reported.